Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The customer reported adjusting his dose based on reading in the incorrect unit of measurement and experienced symptoms of dizziness, bad vision and difficulty walking. The customer did not report andy third party medical intervention. There was no report of death or serious injury.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the letter.